Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. The customer's blood glucose level was 240 mg/dl. Reportedly, the customer used a different power outlet and was able to successfully charge the pump.